Event description:
I used fixodent from approximately 1963 until the current date. I am currently still using fixodent. I have experienced numbness and tingling in my extremities. Dose: denture cream. Frequency: once or twice daily. Route: oral. Dates of use: 1963 - current date. Diagnosis: denture adhesive cream. Event abated after use stopped: no.